Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle failure of safety shield, which caused a needlestick post use. The following information was provided by the initial reporter. The customer stated: ¿on friday, june 10th, customer had an accident with sharp device (needle) when the sample collection procedure was completed and the safety shield was being activated. The health professional activated the safety shield but it didn't stay activate, causing an accident in right hand (needle stick). When activating the safety device it felt off of the needle and didn't cover it. Health professional had to take drugs due to the accident."

Manufacturer narrative:
H.6. Investigation summary; "material #: 368608; lot/batch #: 1292858. Bd had not received samples, but 4 photos and 2 videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for defective locking mechanism was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle failure of safety shield, which caused a needlestick post use. The following information was provided by the initial reporter. The customer stated: ¿on friday, june 10th, customer had an accident with sharp device (needle) when the sample collection procedure was completed and the safety shield was being activated. The health professional activated the safety shield but it didn't stay activate, causing an accident in right hand (needle stick). When activating the safety device it felt off of the needle and didn't cover it. Health professional had to take drugs due to the accident."